Manufacturer narrative:
Corrected information can be found in b3 - date of event.

Manufacturer narrative:
The customer did not return this device for testing, therefore a comprehensive investigation into the complaint could not be performed. The event log and alarms log were not provided by the customer; therefore, no review could be carried out. The complaint cannot be confirmed. Testing a representative device would not aid in this investigation updated information can be found in d9.

Event description:
The event involved a plum 360 driver french. The pump reported to turn off and then it was impossible to turn it on during clinical use. The infusion pump was reported to be in excellent working condition when the event occurred; however, it would not hold the charge. There was no fluid leaking from the battery and no physical damage to the battery. It was unknown when the battery was last changed and when the pump received its most recent preventive maintenance. Although a delay in therapy occurred, there was no medical intervention required and no harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.